Event description:
It was reported that at device upgrade, insulation anomaly at the proximal part of the lead was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.